Manufacturer narrative:
H.6. Investigation summary: no sample or photo was returned by the customer for investigation. It was reported by customer that they found was the j-loop that connected to the IV had actually split. A device history record review could not be performed on model mp5303-c because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector j-loop split during the injection and leaked contrast down the patient's arm. The following information was provided by the initial reporter: "I was doing an mrcp w/wo contract MRI scan on the patient. I had hand flushed the patient's IV and also ran a test power injection 5ml of saline and everything was good. So when the time came, I injected 30ml's of dotarem. It never showed on the bolus tracker scan so I went ahead and ran the first contrast scan and there was absolutely no contrast in him. I went in to check him thinking the dose extravasated in his arm. I asked the patient if he felt any pain, burning, or tightness in his arm. He said no that he actually heard a "pop" and then his arm felt wet. What I found was the j-loop that connected to the IV had actually split. He had contrast all down his arm. I didn't know if this was a one time occurrence with these j-loops or not. Additional information from customer response on 08-07-2023. Are you able to provide the batch/lot number? Unknown due to date of event being 5/28. How many occurrences of defective set(s) affected? 1 occurence. What was the patient outcome? Patient was unharmed ¿ patient only states he actually heard it pop and the his arm felt wet. 30 ml's contrast, initial injection rate of 2ml per sec, contrast blew out the line on the j-loop. No contrast made it in the patient. IV issues was fixed/replaced and the tech had to re-do the injection to complete post contrast images; any adverse events or serious injury reported to patient or healthcare professional? No. Was there any delay of, or change in, the course of treatment due to this event? Had to replace the defective tubing with new j-loop. What procedure was being performed? MRI abdomen with contrast. Was there any medical intervention due to this event? No."

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector j-loop split during the injection and leaked contrast down the patient's arm. The following information was provided by the initial reporter: "I was doing an mrcp w/wo contract MRI scan on the patient. I had hand flushed the patient's IV and also ran a test power injection 5ml of saline and everything was good. So when the time came, I injected 30ml's of dotarem. It never showed on the bolus tracker scan so I went ahead and ran the first contrast scan and there was absolutely no contrast in him. I went in to check him thinking the dose extravasated in his arm. I asked the patient if he felt any pain, burning, or tightness in his arm. He said no that he actually heard a "pop" and then his arm felt wet. What I found was the j-loop that connected to the IV had actually split. He had contrast all down his arm. I didn't know if this was a one time occurrence with these j-loops or not. Additional information from customer response on (B)(6)2023 ¿ are you able to provide the batch/lot number? Unknown due to date of event being 5/28 ¿ how many occurrences of defective set(s) affected? 1 occurence ¿ what was the patient outcome? Patient was unharmed ¿ patient only states he actually heard it pop and the his arm felt wet. 30 ml's contrast, initial injection rate of 2ml per sec, contrast blew out the line on the j-loop. No contrast made it in the patient. IV issues was fixed/replaced and the tech had to re-do the injection to complete post contrast images; ¿ any adverse events or serious injury reported to patient or healthcare professional? No ¿ was there any delay of, or change in, the course of treatment due to this event? Had to replace the defective tubing with new j-loop ¿ what procedure was being performed? MRI abdomen with contrast ¿ was there any medical intervention due to this event? No"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.